Event description:
A customer contacted baxter's technical service center regarding a system error 2240 which occurred on the home choice (hc) machine during dwell 4 of 4. The home patient (hp) was connected and had not disconnected at any time prior to the alarm. The technical service representative (tsr) explained the alarm to the hp and assisted to clear the alarm. There was no obvious cause of the alarm. The hp would call the nurse regarding the air detect alarm and being connected. The hp to continue with a manual exchange. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the 9900 system locked up during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).